Event description:
It was reported that a spectrum pump failed to alarm for an upstream occlusion during preventive maintenance test. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter for eval. Baxter's eval is in progress. When complete, a supplemental report will be submitted.